Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
From china aer database: it was reported that the hospital had a power outage during a surgery and the unit failed to switch to backup battery power. The patient was manually ventilated until for 5 minutes until the ac power was restored. There is no report of patient injury.